Event description:
During a laparoscopic bilateral salpingectomy, hysteroscopy d&c and ablation of the endometrial cavity and lysis of omental adhesions with the novasure catheter inserted into the uterus for length and width the cavity check failed three times. Upon the third attempt blood began leaking from the gauge at the end of the hand piece. A physical break / crack was observed in the gauge.